Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor error-lost sensor, no communication-between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed and customer is reporting loss of communication. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1884. Mmt-7841zn was requested and customer response was the device will be returned.